Manufacturer narrative:
The device was returned with the t1, t2 and suture have been returned separated from the device. The delivery needle is extremely bent, bowed and twisted. It shows signs of aggressive use. The device no longer cycles or actuates due to disfigurement. Under warnings the IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ the suture is knotted around the t1 implant lengthwise. This situation can inhibit the proper functions of the implants. It seems that use factors contributed to the complaint symptom and device¿s condition. No manufacturing issue found to support the complaint. No further investigation is warranted.

Event description:
It was reported that during the surgery after t1 deployed, t2 deployed simultaneously.